Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating the vessel during a laparoscopic low anterior resection, the surgeon was able to squeeze the handle but the device could not be fired and the tip was deformed. They replaced the clip applier to complete the case. There was no patient injury.